Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign- spain. E1:telephone-(B)(6). Once investigation is complete a supplemental/final report will be submitted.

Event description:
It was reported that outside of surgery the device did not mesh well. There was no harm or surgical delay as there was no patient involvement. Diligence is complete.